Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. It was reported that patient faced infusion set blockage located at the site event on (B)(6) 2024. Customer changed supplies as necessary and resumed insulin therapy. No further information available